Manufacturer narrative:
Investigation summary: photos were received for investigation, according to the photograph, it is observed that the marking of the scale was carried out incorrectly, this causes the syringe to be non-functional, the failure is confirmed. During the documentary review of the batch 0135248 no quality events records in the product manufacture were found, the batch was inspected and later released accordance with the valid work instruction. Possible root cause, poor supply at the input of the a-3 marker, it is confirmed since it is visualized that the rim of the syringe passes over the scale template, generating that only a part of the scale is marked. Corrective action include change of cylinder transfer plates, and notification of the failure to operators. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 1ml ls 25ga 5/8in tb ptk had no scale markings. The following information was provided by the initial reporter, translated from spanish to english: "before adjusting the dose of a drug, a tuberculin syringe without a volumetric scale was evident".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ls 25ga 5/8in tb ptk had no scale markings. The following information was provided by the initial reporter, translated from (B)(6) to english: "before adjusting the dose of a drug, a tuberculin syringe without a volumetric scale was evident."